Event description:
The patient was seen in the ed with respiratory failure and was intubated and placed on the cardiac monitor. The nurse entered the patient's room and found the patient in asystole with no audio alarms from the monitor in the room or the central monitoring station. After reviewing the strip, the patient had been in asystole for several minutes. It was later determined that the bedside monitor alarms could be turned off at the central monitor and that the alarms do not reset to the audible position between patients. It was also noted that the audible alarm at the central monitoring system was too low to be heard in a busy area.